Event description:
Operating room nurse reports: neptune rover had an error which reads "fluid volume error, volume disabled, read literature". Nurse was unable to determine the actual blood loss from the neptune reading. This is a device which measures and estimates the loss of blood during surgery. There was no injury to patient.======================manufacturer response for blood measuring device used during surgery to estimate blood loss, neptune rover (per site reporter)======================manufacturer will be notified via this medwatch form.